Event description:
Per the clinic, the patient experienced a skin breakdown (specific date not reported) with the device use and was subsequently treated with oral and topical antibiotics (specific date and duration not reported).